Event description:
It was reported that during a routine follow up t-wave oversensing was observed. The oversensing was confirmed on a stored egm. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.